Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing revealed normal interrogation and telemetry operations. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation. Analysis concluded this device did not experience a component anomaly or premature battery depletion.

Manufacturer narrative:
Analysis of the returned device is pending.

Event description:
Boston scientific received information that this device was explanted and replaced, with premature battery depletion suspected. A boston scientific field representative reported the device was at end of life (eol) battery status at explant. The device is included in the low voltage capacitor product advisory initially communicated on 6/23/2006. No adverse patient effects were reported.